Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a watchman procedure. The sutures of the first proglide were successfully placed. Reportedly, the second proglide device could not be removed from the patient anatomy. A cut down was performed to remove the proglide device. The procedure was completed. Hemostasis was achieved with manual arterial compression and a figure of eight. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to aggressive manipulation or interaction with the patient anatomy during insertion. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: the device was initially reported as discarded; however, it was returned for analysis. H6: type of investigation 4115 was removed. Investigation findings code 3221 was removed. Investigation conclusions code 4315 was removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The guide separated during the procedure. No additional information was provided.